Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: plastic and reconstructive surgery. 2010; 125(3). Doi: 10.1097/(B)(4) - [(B)(4) - rosen 2010.pdf].

Event description:
It was reported via journal article: "title: use of absorbable running barbed suture and progressive tension technique in abdominoplasty: a novel approach." Authors: allen d. Rosen, m.d. Citation: plastic and reconstructive surgery. 2010; 125(3). Doi: 10.1097/(B)(4). The study evaluated the operative times, closure costs, and safety outcomes associated with bidirectional barbed absorbable sutures compared with standard sutures when used for soft-tissue approximation, including fascial repair, in patients undergoing cosmetic abdominoplasty. A total of 24 patients underwent abdominoplasty and were included in the study. Of which, 12 patients underwent a standard non-barbed sutures with drains and absorbable deep dermal staples and 12 patients underwent barbed absorbable sutures without drains or dermal staples. In the standard non-barbed suture group, fascial plication was performed using size pds 0 sutures, the progressive tension suture used was a pds 2-0 suture, then a skin stapler was used for deep dermal approximation, and the subcuticular closure was performed with monocryl 4-0 sutures. In the standard non-barbed suture group, reported complications included a small seroma in the subxiphoid region (n-1) which was treated with puncture aspiration and fat necrosis in the infraumbilical region (n-1). It was concluded that the use of absorbable bidirectional barbed sutures for repair of fascial defects in abdominoplasty, including fascial plication, progressive tension, and layered skin closure provides satisfactory results; thus, it eliminates the need for redundant permanent suture materials and knots.